Event description:
It was reported that the electrode of the subcutaneous implantable cardioverter defibrillator (s-ICD) was fractured. Subsequently, the patient underwent a revision procedure and the electrode was explanted and replaced. With the new electrode, the s-ICD system exhibited high, out-of-range shock impedance measurements of 245 ohms. Technical services (ts) was contacted, and ts discussed possible causes. No additional adverse patient effects were reported.